Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the screws, bearings, and reciprocating arm were worn, and the plug harness was damaged (no exposed metal wiring). The motor, reciprocating arm, screws, bearing, and plug harness assembly were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: united kingdom.

Event description:
It was reported that during maintenance inspection, the unit was found to have: worn screws; worn needle bearing; damaged plug; motor issue. Inconsistent speed was confirmed at final investigation. No patient involvement. Due diligence is complete. There was no adverse event associated with this malfunction.